Manufacturer narrative:
The zoll quattro catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia. After an unknown period of time after quattro catheter placement, a user noted the patient temperature start rising despite the set target patient temperature of 33 celsius. During troubleshooting, the saline bag was found to be empty, however, no fluid was noted around the patient, on the floor or by the suk. The catheter leak was suspected. Per reporter, the catheter was not replaced and left as central venous catheter. According to the physician, temperature management treatment was continued with surface cooling. No patient consequences reported on this event.

Manufacturer narrative:
The reported catheter leak was not confirmed. A visual inspection of the returned catheter was performed and found no physical damage to the catheter. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Noticed blood had accumulated/dried up on the balloons. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except the proximal port was clogged with blood. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that pass are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for a catheter with a lot number 77552.